Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm, low battery alarm and audio/vibrate anomaly /absence of alarm due to motor error alarms. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer did not received or felt alarm when reservoir came out of insulin pump. The customer reported that insulin pump had no delivery alerts and fairly quick battery drainage which goes down 1 bar within a few days when replacing the battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.